Event description:
Information provided states that patient had m6-c implanted at c5/6 in (B)(6) 2017. Patient began experiencing pain in the arm. The prosthesis was explanted on (B)(6) 2022.

Manufacturer narrative:
Additional information has been requested. The device has been received and being evaluated. An lhr review for fc 0031-01 d1 1765964 afe161 was completed and resulted in no anomalies.